Event description:
It was reported that the pump¿s display screen delaminated and lifted from the casing while the device continued to power on and rewind, leading the user to discontinue pump use and transition to multiple daily injections; a replacement was arranged and instructions were provided on shutdown, data sync, device return, and continued cgm use. Symptoms included asymptomatic hyperglycemia with a reported blood glucose of 328 mg/dl while off the pump. Outcomes included temporary interruption of pump therapy and use of backup therapy without hospitalization. Investigation included collection of event details, device return request for analysis, and review of device function and user guidance. Investigation of this case revealed a device display integrity issue consistent with screen delamination while pump mechanical functions remained operational. It was concluded, based on previously established findings for similar reports, that the cause was device component failure related to the display assembly.